Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, infection, hernia, chronic pain, adhesion, scarring, disfigurement, revision surgery. The instructions-for-use supplied with the device lists adhesions as a possible complication. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that on (B)(6) 2013, the patient was implanted with bard/davol ventralex st (device #1) and bard/davol soft mesh (the "product") in the course of an umbilical hernia repair surgery. Further to the implantation with the product, plaintiff suffered the development of hernia recurrence, mesh infection, gastrointestinal complications, mesh adhesion and chronic pain. Attorney alleges that, on (B)(6) 2014, the plaintiff underwent corrective revision surgery. It is alleged that, on (B)(6) 2017, the patient underwent another surgery involving the implantation of bard/davol soft mesh (device#2). It is alleged that the patient "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." Attorney alleges the plaintiff suffered permanent injuries including scarring, disfigurement..." Attorney alleges "the plaintiff's adverse reaction, complications, and further surgery directly and proximately resulted from the defective and dangerous condition of the product"; the plaintiff sustained injuries including hernia recurrence, mesh infection, gastrointestinal complications, adhesions, chronic pain and permanent physical disability due to the product. It is alleged that the plaintiff continues to undergo medical care and treatment. It is also alleged the device was defective.

Event description:
Attorney alleges that on (B)(6) 2013, the patient was implanted with bard/davol ventralex st (device #1) and bard/davol soft mesh (the "product") in the course of an umbilical hernia repair surgery. Further to the implantation with the product, plaintiff suffered the development of hernia recurrence, mesh infection, gastrointestinal complications, mesh adhesion and chronic pain. Attorney alleges that, on (B)(6) 2014, the plaintiff underwent corrective revision surgery. It is alleged that, on (B)(6), 2017, the patient underwent another surgery involving the implantation of bard/davol soft mesh (device#2). It is alleged that the patient "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." Attorney alleges the plaintiff suffered permanent injuries including scarring, disfigurement..." Attorney alleges "the plaintiff's adverse reaction, complications, and further surgery directly and proximately resulted from the defective and dangerous condition of the product"; the plaintiff sustained injuries including hernia recurrence, mesh infection, gastrointestinal complications, adhesions, chronic pain and permanent physical disability due to the product. It is alleged that the plaintiff continues to undergo medical care and treatment. It is also alleged the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injuries, infection, hernia recurrence, chronic pain, adhesion and underwent revision surgery. The instructions-for-use supplied with the device lists adhesions, infection, hernia recurrence and pain as possible complications. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document a correction to the expiry date. Review of manufacturing records confirms product was manufactured to specification. Updated fields: b4, g3, g6, h2, h4 (device manufacture date), h6, h10, h11. Corrected field: d4 (medical device expiration date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.